Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing twitching in her upper chest. An x-ray was performed which showed that the patient¿s right ventricular lead had dislodged. The lead¿s electrical values were all within normal ranges. The patient recalled partially falling out of a car and using her left hand to grab onto an upper handle sometime in (B)(6). The lead was successfully repositioned on (B)(6) 2018. The patient was stable throughout.